Event description:
The peritoneal dialysis (pd) patient contacted fresenius technical support for assistance when they could not drain during drain 3 of 6 of treatment on the liberty select cycler. The patient stated every night after draining 2100 ml the drain rate slows down and they will not drain out completely. The patient reported going to the emergency room (ER) for drain pain and attempted to drain on another cycler with the same result. Upon follow-up, the patient reported being diagnosed with peritonitis around the same time that the drain issues started. Attempts to obtain additional information were unsuccessful.